Event description:
It was reported that during a device change out due to eri, externalized conductors were observed via fluoroscopy. The lead was capped. Two weeks later, the capped lead was explanted due to an infection from the recently implanted system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.